Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a magnetic resonance imaging (MRI). Interrogation of the device with a programmer noted the device had reached end of life (eol). It was noted that the device was at a battery status of greater than 80 percent remaining approximately two to three months ago. Technical services recommended device replacement. It was noted that the MRI was postponed and device replacement would be planned. Surgical intervention was undertaken. The device was explanted and returned for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a magnetic resonance imaging (MRI). Interrogation of the device with a programmer noted the device had reached end of life (eol). It was noted that the device was at a battery status of greater than 80 percent remaining approximately two to three months ago. Technical services recommended device replacement. It was noted that the MRI was postponed and device replacement would be planned. Surgical intervention was undertaken. The device was explanted and returned for analysis. Analysis of this device was completed.